Event description:
It was reported that during an unknown procedure, both appliers fed the first 2-3 clips okay, then they came out with the wrong form or not formed at all; this was during skin closer after "section" surgery. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged anvil former. Only one device was returned for analysis for this event. The analysis results confirmed that device (a) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the devices (a and b) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejected from the devices. Each device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple from being held in the firing chamber for its complete formation, resulting in an ejected staples. The appropriate engineering personnel have been notified of this incident. No batch record review could be performed as no lot number was provided.